Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on error messages. A technical support specialist (tss) followed the high level procedure by first documenting the installed applications, versions, and applied updates on the system. The tss stopped the necessary services and reinstalled the station database package using the correct version through the appropriate installation script. The tss verified and corrected the database recovery model and ensured all required updates were properly applied. The tss then restarted the services, performed synchronization through the graphical user interface, and validated the database folder locations. The tss proceeded to re encrypt the station database, rebooted the system, and confirmed resolution of the issue. The tss continued with additional troubleshooting steps when required and consulted with advanced support resources when full synchronization could not be achieved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on error messages. Customer reported that the station is not communicating and is displaying errors stating, ¿cannot open database 'dsclientoltp', login failed for user (B)(6) along with ¿object reference not set to an instance of an object.¿ however, there were no delays or adverse events or injuries reported based on this event.